Event description:
It was reported that the right ventricular pacing lead im- pedance decreased from 500 ohms to 200 ohms in the bipolar configuration. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.